Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise. Programming changes were made on the device. No patient consequences.